Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that about nine days after the implant procedure, the superior vena cava (svc) defibrillation impedance on the epicardial lead was low. The lead remains in use. No patient complications have been reported as a result of this event.